Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor glucose readings and blood glucose readings were far apart from one another. Customer reported that sensor glucose read as 400 mg/dl, but blood glucose was 215 mg/dl. The customer received assistance with sensor placement technique. Customer also reported having a blood glucose level of 36 mg/dl, which she treated for. The sensor was not replaced or returned for analysis.